Event description:
The complainant alleged during a routine shift check by a clinician, the device would shut down on it's own. The complainant indicated that there was no pt involvement in the reported malfunction.